Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed. One 5 fr sl powerpicc catheter was returned for evaluation. The winged hub was secured to a statlock securement device. The sample was flushed with water using a 12 ml syringe and a leak was observed in the extension tubing. Microscopic observation revealed a circumferential split approximately 3.5 cm from the proximal end of the tubing. The split was slightly angled. The center of the split appeared to form a low pointed peak which may be caused by a two-bladed instrument. Damage on the surface of the catheter extended beyond the split length. Additional damage was present along the split edge. The characteristics of the split suggest a sharp instrument likely contributed to the formation of the split. The product instructions for use (IFU) precautions state, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps." A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. Since a split in the extension tubing was found to be the source of the leak, the complaint is confirmed. A lot history review (lhr) of redx4780 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that lumen was leaking. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4780 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that lumen was leaking. No other information was provided.